Event description:
It was reported that the insulin pump had button error. Customer's blood glucose was 58 mg/dl. Troubleshooting was done. Customer stated the insulin pump had lots of cracks and insulin pump got frozen when customer was giving herself insulin. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked reservoir tube and cracked battery tube threads. No unexpected frozen display anomaly. All operating currents are within specification. Off no power alarm functions properly. Insulin pump passed self test.